Event description:
The complainant reported that the patient was being placed on impella 5.0 for hemodynamic support. It was reported that the patient still had some bleeding from the chest tubes that staff was trying to control. Packed red blood cells and fresh frozen plasma were administered to the patient. It was reported that after 76.27 hours of impella 5.0 support that care was withdrawn. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.